Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 or 63 alarm or device test failed alarm noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was unknown at the time of incident. Customer reported they were able to clear the alarms. Customer stated they was able to rewind the insulin pump. Customer assisted with performing displacement test and test passed. Customer stated the insulin pump was not dropped or bumped. Customer stated alarm occurred during basal delivery. Customer assisted with performing self test and test failed. Customer reported that the belt clip was broke. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.